Manufacturer narrative:
The a1c-2 reagent lot number is 73377201 and the expiration date is 31-oct-2024. The field service engineer (fse) changed and adjusted the sample probe and performed precision and hardware checks successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 2 patient samples on a cobas pure c 303 analytical unit. On 20-nov-2023, sample 1 had an initial a1c-2 result of 9.54%. The sample was repeated twice and the repeat results were 15.7% and 9.50%. On 27-nov-2023, the sample was repeated three times and the repeat results were 5.86%, 5.82%, and 5.83%. On 20-nov-2023, sample 2 had an initial a1c-2 result of 6.72%. The sample was repeated twice and the repeat results were 12.9% and 6.78%. On 27-nov-2023, the sample was repeated three times and the repeat results were 5.67%, 5.62%, and 5.65%.